Event description:
The service report shows that while performing preventive maintenance on the unit, the nellcor puritan-bennett customer support engineer (npb cse) found an intermittent alarm.the cse inspected the device and replaced the audio alarm assembly. The unit passed the extened self testing. This caused or contributed to the event alleged in this report.